Event description:
The pt reported that the pump was not responding to keypad button presses. She was unable to confirm the verify screen as the "up," "down," and "ok" buttons reportedly did not function. The pt also reported that the keypad was peeling.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump did not respond to presses of the audio bolus button. The audio bolus button was found to be misaligned. The pump was intermittently responding to presses of all buttons. The "ok" button contact was also misaligned and adhesive was found under all button contacts.